Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified mid right coronary artery. Pre-dilatation was performed with a 2.5 x 12 mm nc balloon catheter. A 3.0 x 18 mm xience pro stent was advanced to the lesion and deployed at 10 atmospheres; however, during withdrawal of the stent delivery system, in the cine view the stent was dislodged. Another 3.0 x 18 mm xience pro stent was advanced to the lesion and deployed. The initial xience pro stent could not be retrieved so it was embedded in the vessel using another device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the u.s. The product code listed and the PMA# are based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.